Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of sensing was observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.